Manufacturer narrative:
The device has not been returned/received. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure and hyperglycemia or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient¿s blood glucose level reached 21.2 mmol/l (381.6 mg/dl) while wearing the pod less than an hour. The patient reported feeling the needle insert but could not tell if it inserted correctly. Upon removal of the pod, the pink slide was not in the viewing window and the cannula was not visible. No information was provided on how the hyperglycemia was treated.